Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was states there is a leak from the reservoir. The customer has a blood glucose level was 34.8 mmol/l at the time of the call. The customer states they treated the high blood glucose with a manual injection of insulin. The customer's mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer's mother stated that they will call back to trouble shoot the insulin pump. No further information was provided.